Event description:
The customer reported to olympus during an unspecified procedure, the elevator wire had been partially cut off and caused a minor injury inside of the patient's mouth cavity. The injury was not bleeding and the physician used a piece of gauze to close the wound. A similar device was used to completed the procedure. The patient was observed for an unspecified amount of time (prolonged stay in hospital) and did not exhibit any additional issues or symptoms.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified: the k-wire is cut with a bent part causing the forceps raising angle to not meet specifications, connecting tube has wrinkle and distal end adhesive is detached. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of cut k-wire is likely due to fatigue fracture from repeated operation of the forceps elevator. Then the k-wire became raised due to repeated brushing around the forceps elevator and attachment/detachment of the distal cover. K-wire inspection points and methods are mentioned in the attachment: instructions for safe use - inspection of the elevator wire at the distal end. Instructions for use (IFU) inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. The user can reduce occurrence of the event by reprocessing device properly in accordance with the following IFU statement: cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. The user can reduce occurrence of the event by attaching the distal cover properly in accordance with the following IFU item: preparation and inspection - attaching the distal cover. Olympus will continue to monitor field performance for this device.